Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a replacement delivery issue of the adc device, initially due to no power by the use of buttons or by test strips. As a result, on (B)(6) 2022, the customer experienced shaking and a seizure, however, no further medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and observed reader to be damaged due to use related issue. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a replacement delivery issue of the adc device, initially due to no power by the use of buttons or by test strips. As a result, on 13 may 2022, the customer experienced shaking and a seizure, however, no further medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.